Manufacturer narrative:
The customer's report of a leak and damaged male luer was confirmed. The set sample was visually inspected for kinks, holes/tears in the tubing or damages to the components. It was observed that the tip of the male luer was broken off. The broken off tip was not received for evaluation. Further visual inspection under magnification of the male luer observed a crack along the collar. There were no other markings or obvious damages. Although the damage was observed, the set's male luer was connected to a lab mating component and the syringe's fluid was pushed through. Fluid was observed to leak from the recent engagement. The cause of the leak was due to the observed damaged male luer tip broken off. The root cause of the damage was not identified.

Event description:
It was reported that the microbore IV tubing-set leaked at the end that was connected to the patient. Upon further observation, it was noticed that it was broken at the male luer. It was confirmed during follow up that there was no delay in patient care, and that this event did not contribute to, or result in a serious adverse impact to patient.

Manufacturer narrative:
Correction: d.1, d.4. The customer's report of a leak and broken set's male luer was not confirmed. No set sample was received for evaluation. No investigation was able to be performed. The root cause was unable to be identified.

Event description:
It was reported that the microbore IV tubing set leaked at the end that was connected to the patient. Upon observation, it was noticed that it was broken at the male luer. There was no patient impact.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that the microbore IV tubing set leaked at the end that was connected to the patient. Upon observation, it was noticed that it was broken at the male luer. There was no patient impact.